Event description:
As reported by the edwards lifesciences affiliate in australia, this 3300tfx21mm valve model implanted in the aortic position was explanted from a 67-year-old patient after an approximate implant duration of three (3) years due to pannus. Reportedly, the valve started to show increased gradients, mean and peak gradients of 26 and 30mmhg, by the second postoperative month. Subject device was believed to be too small at the time of index surgery. No device malfunction related to this event was being reported. Patient had been experiencing shortness of breath and fatigue since the second postoperative month. Another valve of same model but one size bigger was used in replacement with great outcome (post-operative mean and peak gradients of 4 and 8mmhg respectively). Patient was noted as to be recovering after the surgery.

Manufacturer narrative:
H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section b4 (date of this report) and g3 (date received by manufacturer). H3. Device evaluation: the device was returned for evaluation. Customer report of pannus was confirmed. X ray demonstrated wireform intact. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4 mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Suture holes were observed all around the valve sewing ring.

Event description:
As reported by the edwards lifesciences affiliate in australia, this 3300tfx21mm valve model implanted in the aortic position was explanted from a 67-year-old patient after an implant duration of three (3) years and six (6) months due to pannus. As reported, the valve started to show increased gradients, mean and peak gradients of 26 and 30mmhg, by the second postoperative month. Subject device was believed to be too small at the time of index surgery. No device malfunction related to this event was being reported. Patient had been experiencing shortness of breath and fatigue since the second postoperative month. Another valve of same model but one size bigger was used in replacement with great outcome (post-operative mean and peak gradients of 4 and 8mmhg respectively). Patient was noted as to be recovering after the surgery.

Manufacturer narrative:
Updated section b5 (describe event or problem). Added information to section d4 (serial number), d6a (if implanted, give date) and h6 (type of investigation). H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified.

Manufacturer narrative:
Added information to section h6 (investigation findings and investigation conclusions) updated data in section h6 (component code): the code "4755 - part/component/sub-assembly term not applicable" was removed. H11. Additional narrative/data: pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. Therefore, the most likely root cause is patient factors. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates ppms main hemodynamic consequence is to generate higher than expected gradients through a normally functioning bioprosthetic valve. It has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Improperly sized valves with ppm can hasten the development of early degenerative changes and premature prosthetic valve dysfunction with varying degrees of prosthetic valve stenosis and regurgitation. Although ppm is a well-recognized phenomenon of bioprosthetic valves, it is most likely related to patient anatomical changes after long implant durations. When discovered intraoperatively or early post-operatively, ppm is most likely related to procedural factors, including specific patient assessment and valve model and size selection. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.